Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2015 with the following findings:during testing, the pump was powered on with audible tones and vibration; however, the display screen was blank. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board and an internal component. Further adequate investigation of the cs 088 complaint could not be completed due to the blank display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that the pump emitted a cs 088 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.